Event description:
The patient was implanted in (B)(6) 2011 after suffering bacterial meningitis, causing a bilateral hearing loss. The patient had good performance with his implant. On (B)(6) 2011, the patient underwent a revision surgery due to a perilymphatic fistula. During the first fitting after the revision surgery, the patient no longer had access to sound. It was confirmed that, after revision surgery, only three electrodes are inside the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).